Manufacturer narrative:
N/a.

Event description:
The following has been reported: lvp pump service needed. Av (actuator valve) pins and loading guide was cleaned. When testing pump there was loud grinding noise from pump, then needs service appears on screen. Pump was turned off and on. Pump was tested again. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a resistor motor noise. The resistor would not reset to 10 o'clock. The fva pcb and the flex cable was changed, the issue was not resolved. The fva motor was then replaced. The pump was able to pass all functional tests and issue was resolved.

Manufacturer narrative:
Corrected section d to match gudid.